Manufacturer narrative:
(B)(4) the customer provided three photos for analysis. The customer also returned one unopened cvc kit for evaluation. Visual analysis revealed that the needle guard was missing from the catheter over needle assembly. In addition, the dilator and the catheter over needle was mispositioned within the kit. The kit was opened for further analysis of the catheter over needle. Visual analysis confirmed there was no needle guard over the catheter over needle assembly. A device history record review was performed, and no relevant findings were identified. The customer report of needle guard missing was confirmed by visual inspection of the returned sample. Based on the customer report, sample returned, and correspondence with manufacturing, manufacturing assembly is responsible for the defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the needle guard was found missing prior to patient use. The needle pierced the user's finger from the packaging.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the needle guard was found missing prior to patient use. The needle pierced the user's finger from the packaging.